Event description:
The complainant alleged during biomed testing, the device's "alarm suspend" button and other soft-keys are functioning intermittently. The complainant indicated that there was no pt involvement in the reported malfunction.